Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer called concerned that her meter was reading her blood sugar levels too high when fasting. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 90-110mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 210mg/dl and 210mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: concern with all the results reading above her expected results when fasting. She hadn't made any changes to her diet but her doctor had recently taken her off all her medication including (metformin). She ran the control test before calling with level 1 and it read 39 in-range (30-60).